Event description:
During a computed tomography (CT) scan of the chest for pulmonary embolism, approximately 30 cc of air was injected into the patient. The patient experienced nausea, vomiting, chest pain, bradycardia, and a decline in mental status. An echocardiogram (ECG) revealed elevated st segments and the patient's blood pressure readings were as follows: 64/221, 45/121, and 123/74. There was evidence of myocardial infarction, specifically cardiac biomarker elevation. The air injection was first noticed thirty (30) minutes after the exam was completed. The patient expired on (B)(6) 2022.

Manufacturer narrative:
The empowercta+ injector, system serial number (B)(4) was returned to acist for evaluation on (B)(6) 2022. The cta+ injector was functionally tested and met the pre-established specifications. A review of the device history record of the empower cta+ injector serial number (B)(4) found no evidence of a device malfunction related to the reported event. Although requested from the user facility, the empowercta+ consumable kits and lot numbers used during the event were not provided to acist. Acist also requested copies of the images of the event, but these were not provided by the user facility to date. The instructions for use have been reviewed and no inadequacies were identified regarding warnings, contraindications, and the directions/conditions for the use of the device. Per the empowercta+ users guide, "the empowercta+ injector system must be used properly to prevent the risk of an air embolism. Always fill the syringe with the injector pointing fully upward. When the syringe has been filled to the desired volume, all the air should be purged from the syringe and coiled tubing with the injector still in the fully vertical position. Failure to do so may lead to serious injury and/or death." Based on testing and evaluation of the empowercta+ injection system, there was no evidence of device malfunction related to the reported event.